Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. On off button and shock button not working.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and the device passed a self-test. The pad-pak was removed and reinstalled on the (B)(6) 2013 with the device passing a self-test. The device successfully passed all self-tests up to and including the last log entry on the (B)(6) 2016. Upon visual inspection of the returned device corrosion was observed on the contact collars, this would indicate the device was stored in adverse conditions. The returned pad-pak was installed and the device passed a self-test however the device failed to power on using the on/off button. This would confirm the reported fault. An attempt was again made to power on the device, the device powered on and passed a self-test. No warnings were given and the status led continued to flash green. The device was then power cycled on multiple occasions and was observed to intermittently power on. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. Corrosion on the on/off button resulted in the device intermittently being unable to be powered on/off using the on/off button. This would confirm the reported fault. The fault could not be replicated with the corrosion removed. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy.